Event description:
Friday, patient (B)(6) called our company after being treated at (B)(6) for an eeg procedure. He touched his head and got elefix paste in his eye. Ron stated that now his "vision is 10% hazy". Our technical support (ts) read our msds sheet to him. "Eye contact: flush affected areas thoroughly with water. If irritation develops, consult a physician". The patient stated that he only used imitation tears in his eyes. He was going to flush his eyes with water and if this does not resolve the hazy vision he will go to the emergency room. Our ts advised him to go back to the (B)(6) where his procedure was done, but the patient stated that it was too far from the (B)(6) that he resides at and does not have a way to get there till the following monday. Imp ref#: 2080783-2014-00088.

Manufacturer narrative:
Our ts called to check the status of the patient, but the person at the (B)(6) stated that the patient had left for the emergency room after flushing his eyes with water. Followed up on monday, patient stated he went to the ER nearby and he stated that the elefix caused a mild chemical burn and gave him conjunctivitis. They flushed his eyes our and gave him drops. At the time of this call, the patient also stated that he rubbed his eyes when he was getting his eeg procedure at (B)(6) and that is when he got the paste in his eyes. He stated that the lab staff did nothing to help him, and they did not remove the elefix from his head before he left the lab.